Event description:
It was reported that the patient presented to the clinic with the implantable loop recorder (ilr) partially sticking out of the incision site. The physician then removed the device. It was noted that the patient did not follow post operative care instructions and resumed gymnastics and swimming following implant of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).